Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 31 mg/dl. The customer was treated with food and glucagon. Customer was unconscious. Customer was in emergency room. The customer also stated that they did allege insulin pump was over delivering. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that auto mode feature was active. The insulin pump and reservoir will not be returned for analysis.